Event description:
It was reported to philips that the system was unable to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to start. Upon troubleshooting, the fse found that the issue was traced to a fault in the internal ups located within the main system cabinet, which was preventing power delivery to the device. To resolve the issue, the fse bypassed the ups to restore functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.